Manufacturer narrative:
Review of the logfile for the day of treatment shows the suction loss problem is most possibly caused by bad docking and/or patient¿s eye movement. The reported problem cannot be confirmed, because the suction loss is before laser fired. The system shows no deviation which can contribute the suction loss problem from the technical side. Logfile review shows suction loss before laser fired, therefore the most possible root cause is user docking handling or patient´s eye movement. No technical root cause. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient interface lost suction after the laser fired. The procedure was aborted and the patient will return at a later date for photorefractive keratectomy.